Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report.

Event description:
It was reported to vyaire that the vela ventilator experienced a "motor fault" alarm. The customer stated that they did not know if the issue occurred while on a patient. Field service confirmed that the turbine driver is not getting power from the power supply.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue revealed failed mosfet fqa36p15 p/n: 68488 (q210).